Manufacturer narrative:
Other relevant device(s) are: product ID: 3708695, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4); product ID: 3708695, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient lost the effect of stimulation. An impedance measurement, troubleshooting with the clinician programmer and an x-ray were performed. It was reported that the patient has twiddler syndrome. The patient's extensions will be replaced on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2018, product type: extension; product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2018, product type: extension; product ID: 3389-28, lot# va1njel, product type: lead; product ID: 3389-28, lot# va1njel, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the revision was performed on (B)(6) 2018. The patient's system was sent to the lab to test for infection, which was determined to be negative.

Manufacturer narrative:
The other applicable components are: product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2018, product type: extension; product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2018, product type: extension; product ID: 3389, lot# unknown, product type: lead; product ID: 3389, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient's surgical revision was performed. The patient's leads were also replaced and repositioned as they had migrated. The extensions were replaced and the ins was replaced and repositioned to a sub-clavicular region instead of an abdominal position in order to secure the device better. Fluid was found in the abdominal site.